Manufacturer narrative:
UDI reference number: (B)(4). The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause for the lv laceration cannot be determined; however, it is most likely related to procedural factors (removal of the delivery system/valve without a wire). The patient expired as the lv laceration was unable to be surgically repaired. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral tavr procedure, during deployment of the 29mm sapien 3 valve, the physician reported resistance while advancing the 29mm commander delivery system and valve through the 16f esheath. Due to the resistance, wire access was lost, and the delivery system/valve were removed. After the second 29mm sapien 3 valve was deployed, a lv laceration was found. Surgical intervention was performed but was unsuccessful and the patient expired. It is perceived that the lv laceration occurred upon removal of the first delivery system/valve, however, it was not detected until after the second valve was deployed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.